Event description:
It was reported to philips that the geometry module was only partially working. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the power supply in the r cabinet. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry module was partially working. Review of the system log file showed malfunction of geo-pc. As a part of troubleshooting process, fse found that the issue with power supply in the r-cabinet. To resolve the issue, fse replaced computer power supply in the r-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.